Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge remained static at 105 units. There was no impact to the customer's blood glucose level. Although requested, the customer declined to reload the existing cartridge for the fill estimate to recalculate, and declined further follow-up from tandem technical support.